Event description:
It was reported that the device broke during a "mis" surgery. It occurred during rod introduction. There was no patient harm/injury. There was no major delay in surgery. The medical staff finished the surgery using rod grasps.

Manufacturer narrative:
To date, the device in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.